Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm and vessel morphology were not reported, other than that the aortic neck was very short. It was reported that at 1 month follow-up. The CT showed a proximal type I endoleak. Approx 2 weeks later, the physician elected to implant 2 talent aortic cuffs, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Requires intervention. Endoleak. Very short aortic neck.